Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the complaint device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing and there are visible crimp marks on the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the stent dislodgement but can confirm the stent is no longer attached to the balloon.

Event description:
It was reported that stent dislodgement occurred. During a procedure involving a16x3.00mm rebel stent, it was noted that the stent disassembled from the balloon into the catheter during use inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. During a procedure involving a16x3.00mm rebel stent, it was noted that the stent disassembled from the balloon into the catheter during use inside the patient. The procedure was completed with another of the same device. No patient complications were reported.